Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-03712 pertains to the first accumax 200 laser fiber and manufacturer report #3005099803-2015-03713 pertains to the second accumax 200 laser fiber. It was reported to boston scientific corporation on (B)(6) 2015 that two accumax laser fibers were used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was an ams stonelight 30w with 10w settings. According to the complainant, during the procedure, the first accumax laser fiber (MFR report #3005099803-2015-03712) burned back very quickly and the connected overheated. The procedure was completed with the second accumax laser fiber (MFR report #3005099803-2015-03713) but it was also found that the connector overheated. There was no injury noted to the operator. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.